Event description:
On 09-jan-2026, a other health care professional contacted technical service to report that envella bed (product code p0819a, serial number (B)(6)), had bed moving by itself. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found that the head of the bed moves by itself. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 24,2025. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed/device at this time. If any additional relevant information is received, the additional relevant information will be submitted in a supplemental report.